Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 5 devices were evaluated in the field and the issue was confirmed; 1 device had cracked components, 1 device had electrical issues, and 3 devices had broken/damaged components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 6 </noe> malfunction event(s), where it was reported the zoom disengaged during use. There was no patient involvement.